Manufacturer narrative:
One cassette was received for evaluation. The cassette was in used condition. Functional testing performed found a leak in the join with the tube of the bag. The reported event is confirmed. The most probable root cause is that that the cassette with a leak in the bag was not segregated during leak test operation. The cassette leak testing procedure has been revised to clarify steps during rejection of leak test operation. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassette leaked during filling. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08646 is no longer considered reportable, please disregard any MDR reports associated with it.